Event description:
Per the clinic, the patient experienced pain/ non-auditory sensations with infection around the receiver/stimulator and postauricular incision area, exposing the receiver/stimulator. The patient was treated with oral and IV antibiotics (specific date and duration not reported) and underwent a conservative management by avoiding use of external processor and topical moisturization with aquaphor. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.